Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working "well". Reportedly, the button looked depressed. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.